Event description:
No additional information.

Manufacturer narrative:
Investigation result: seven 2828es samples from lot ta240155 were received for investigation, in which the customer has stated: "line detachment from the filter + no fluid path of the cytostatic." Of the seven samples returned, one was received with opened packaging and six were received with sealed packaging. No sample of the connecting product(s) was received to aid the investigation. Further information provided by the customer indicates that the occlusion issue was as a result of an indentation in the tubing left by the slide clamp. Visual inspection of the sample in opened packaging confirmed the customer's experience as the sample had separated at the upstream joint of the in-line filter component. Upon closer inspection of the tubing it was noted that residual solvent was present. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and attempts to flush the returned samples were successful. The same test was then performed with the sample left for 30 minutes clamped, and then unclamped; indentation was noted in the tubing, however no flow restriction was observed. The details of this feedback were forwarded to the manufacturing site for investigation. It was not possible to confirm the exact root cause of the customer's experience in this instance as solvent was present at the affected joint; however it is possible that the separation may have been contributed to by an inconsistent application of solvent, coupled with a pulling force, the root cause of which could not be determined during the investigation. Furthermore the root cause of the slow flow reported by the customer could not be determined, however please note the 2828es product has microbore tubing, the smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, therefore this can translate into an increased force being required to manually prime or inject into the infusion line. A review of the production records for lot ta240155 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2828es set in the past 12 months.

Event description:
Additional information: please confirm how the fault was identified? When opening the package. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Yes, the filter sets is not well glued together. Please confirm what substance was being infused during the time of the event?can be various products: nivolumab, paclitaxel, pembrolizumab, ¿. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Both.

Manufacturer narrative:
Additional information in advsere event or prod prob (b). Investigation result: a 2828es product was not available for investigation; however, the customer confirmed that the complaint sample was from lot ta240155. The feedback provided by the customer states that, "difficult purging during cyto-preparations". Further information from the customer has stated that the filter sets were not well glued together. The infusion sets were used to infuse cytotoxic products, nivolumab, paclitaxel, pembrolizumab, etc and the infusion rate depends on the product and it was always used with a pump. The reported defect was identified both during priming and infusion. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records from lot ta240155 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2828es set in the past 12 months.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Difficult purging during cyto-preparations. In 2 infusions with taxol, there were problems after about 10 minutes, so a new filter was taken. However dangerous manipulation with cyto when running a keytruda infusion. Also, the same thing and also here need for taking a new filter and thus deconnection necessary (cyto!). During the preparation of cytotrousse it has already happened that no physiological solution could be purged (twice already).